Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: treatment of femoropopliteal lesions with the angiosculpt scoring balloon ¿ results from the heidelberg panther registry e. Blessing et al., angiosculpt in femoropopliteal lesions. Https://econtent.hogrefe.com/doi/pdf/10.1024/0301-1526/a000671 - tuesday, february 26, 2019 4:13:54 am - ip address: 144.15.240.8, https://doi.org/10.1024/0301-1526/a000671. Vasa (2018), 47 (1), 49¿55. If information is provided in the future, a supplemental report will be issued.

Event description:
The article references the single-center panther registry which reported on a total of 124 calcified de novo and restenotic lesions were treated in 101 subsequent patients using a non-medtronic scoring balloon. The average degree of stenosis was reported as 85%. Technical success was defined as =30% residual stenosis after the final dilation. There were 3 treatment arms ¿ scoring balloon angioplasty only (37.1%), scoring balloon followed by drug eluting balloon angioplasty (32.3%), or stent deployment (30.6%). In a few cases, scoring angioplasty was used to treat anastomosis stenosis of prosthetic or venous bypass grafts. Inpact admiral drug coated balloons are referenced as being used during treatment of anastomosis stenosis. The treatment option was at the discretion of the interventionalist. A non-medtronic balloon was used to prepare the lesion prior to drug eluting balloon angioplasty. Follow-up was scheduled 6 and 12 months after the index procedure successful scoring could be performed in all 121 lesions. Overall primary patency after 12 months was 81.2% and did not differ significantly between the 3 treatment strategies (scoring only 81.5%, scoring plus drug eluting balloon 83.9%, scoring plus stent implantation 77.8%). Nine lesions had been successfully re-treated during follow-up and were patent at the 12-month time-point, while seven lesions were occluded, accumulating in a secondary patency rate of 91.8¿%.